Manufacturer narrative:
It was reported that a patient underwent a field preference ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the distal part of the sheath was physically damaged. It was reported the sheath¿s distal part was physically damaged, therefore, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and procedure was successfully completed. The surgery was not delayed due to the reported event. No fragments were generated. No patient consequences. Device evaluation details: on 18-oct-2022, the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures, and the evaluation has been completed. Visual analysis revealed that the tip was observed kinked. The sheath tip was not observed separated or broken. The bent condition on the tip could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent a field preference ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the distal part of the sheath was physically damaged. It was reported the sheath¿s distal part was physically damaged, therefore, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and procedure was successfully completed. The surgery was not delayed due to the reported event. No fragments were generated. No patient consequences additional information received indicated, the sheath was being used on the patient. Air did not enter the patient¿s body and no treatment was required.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation and analyzed by following biosense webster's procedures. According to pictures provided by the customer, the tip of the vizigo sheath was observed with a bent/damaged condition, no other damages or anomalies were observed during the photo analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Note: investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).